Event description:
A malfunction alarm identified as malf 12 was reported by the customer, who experienced at least three occurrences of this issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, provided instructions for putting the device into storage mode, and sent a replacement pump to the customer. Additionally, the customer was instructed to return the problematic pump to tandem using a pre-paid shipping label.